Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that one day after the implant procedure, the left ventricular lead was explanted and replaced because it "did not work." No patient complications have been reported as a result of this event.